Event description:
Additional information was received from a consumer on (B)(6) 2017 and it was reported that the patient first started to think that the pump wasn¿t working on (B)(6) 2016. The patient clarified that the pump was not working because she had to have a hip replacement and it was unknown by her that the hospital had to shut the pump off. The steps taken to resolve the pump not working was that the patient went to her pain management doctor on (B)(6) 2016. The patient¿s fractured hip was resolved. She was still recovering at home after living at a therapy center for 3 weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing morphine (dose and concentration unknown). The indication for use was spinal pain. It was reported that the patient fell on her left side on (B)(6) 2016 and fractured her hip. The patient was in the hospital for a couple weeks, and didn't think her pump was working until a couple weeks ago. The patient was getting no relief and wasn't sure if the pump was damaged by the fall, as the pump was on her left side as well. The patient's doctor didn¿t seem to care, and when he increased the patient's medication she didn't feel it.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for spinal pain. The patient reported they fell and broke their left hip/thigh bone due to their neuropathy medication (morphine). No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.